Manufacturer narrative:
(B)(4) as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with intraperitoneal vancomycin 1 gram in one bag (frequency and duration not reported) and intraperitoneal meropenem 500 mg 3 exchanges per day (duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. Patient's recovery status was unknown. No additional information is available.